Manufacturer narrative:
Additional information was received which indicated that approximately one year after the first valve was implanted, the valve was explanted and replaced with a non-medtronic homograft due to severe obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve was stenotic. The cause of the obstruction was not documented. It is possible the valve had not been pre-stented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years and one month following the implant of this transcatheter pulmonary bioprosthetic valve, a second valve was implanted in the pulmonary position for an unknown reason. No additional adverse patient effects were reported.